Event description:
Meter name: one touch basic. Strip name: one touch, meter code: 8, strip code: 8. Strip storage: unknown. Symptoms: none. A patient reported they were seen in emergency room due to inaccurate high readings. Customer had a seizure and was taken to the hospital by paramedics. Their meter allegedly was inaccurately high. The result on their meter was 74 mg/dl. The result on the emergency room meter was unknown. The time difference between patient's meter and emergency room meter is unknown. Treatment was unknown. Family member of the customer could not recall the emergency room or ambulance bg readings. No further information has been reported.